Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with a failed battery test alarms due to corroded battery cap contact and battery tube. However no blank display noted during monitoring. The insulin pump had a broken battery tube threads and a scratched display window.

Event description:
The customer reported via phone call that the insulin pump had a blank display, damage and failed battery. The customer's blood glucose was 183 mg/dl at the time of the call. The customer stated that the battery compartment was damage and chipping off. The customer stated that he would have to play with the battery cap to turn on the pump. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.